Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, station was not communicating and nurse was unable to remove medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not responding. A field service engineer inspected the units and found no issues. Tested door operation and battery successfully. Reported findings to the customer. The system functioned as intended after the field service engineer investigated the issue.